Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to any malfunction of the implanted system.

Event description:
It was reported the patient's scs system was removed some time in 2010 due to persistent pain, allegedly caused by the battery not being implanted properly.